Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. .

Event description:
At 9:48 p.m., the customer obtained a blood glucose reading of 250 mg/dl on a contour next ez meter. Upon retesting with a contour next link 2.4 meter, at 9:53 p.m., a reading of 54 mg/dl was obtained. The difference between the readings can fall in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meters and test strips were sent to the customer.